Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a communication error alarm was generated causing the prismaflex control unit to enter a patient safe state. Treatment was discontinued. The extracorporeal blood was not returned to the patient. The blood loss was reported as 400ml. It was reported the patient was anemic and required a blood transfusion for the event. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was evaluated onsite by a service technician. An event history log review was performed and the device log revealed evidence of the customer reported problem of a communication error alarm. A sample analysis was also performed and there were no defects detected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was verified. The cause of the reported problem was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.